Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any issues in regard to staple formation in either procedure? It¿s unknown if there were any malformed staples. But I know the surgeon is always very diligent about checking staple lines after each firing. Was the tracheostomy performed prior to or after surgeries? Did the patient have prior respiratory issues? Please describe the respiratory issues that led to the patient death . The patient already had a trach and respiratory issues.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, the patient was brought back to surgery the day after surgery for bleeding and they went in laparoscopically and could not find anything bleeding at that time so they aborted. Patient went back to ICU but the very next day we went back to surgery again this time they opened his abdomen and found that he was bleeding from the jejunojejunostomy site . They oversewed the site and closed patient. He died from respiratory complications four to five days later.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon said all is fine. Even though he had bleeding from the staple line, the death had more to do with the patient being moved out of ICU 3 times too early.